Event description:
On (B)(6) 2025, patient reported high blood glucose (bg) at 356 mg/dl after discovering his infusion set needle was not in place. Using contact detach, the patient also noted air in tubing from a prior supply change. Agent walked him through a full supply change; insulin delivery resumed. A fingerstick initially read low (treated with glucose tabs), but later showed 235 mg/dl, while freestyle libre 3+ readings were inconsistent. Patient declined a sensor change due to limited supply. On (B)(6) 2025 follow up, bg 358 mg/dl and the patient admitted to giving himself 2 false doses, was unable to reach abbott diabetes care, and planned to contact hcp. On (B)(6)2025 follow up, the patient reported doing much better. Agent confirmed ongoing email follow-up. Resuming insulin delivery with full supply change corrected patient's bg. The patient was reported to be out of bg range for 90+ minutes and felt tired and disoriented during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.